Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 35 mm in diameter thoracic aortic acute type b dissection approximately three months ago. Vessel morphology was reported that the stented segment of the aorta was completely thrombosed. There were no issues reported at implant. Post implant CT revealed that the stent graft was crimped to due the highly angulated aorta. The physician reported there was still sufficient blood flow and the patient is not at higher risk. It was reported that the patient returned to see his general practitioner with back pain; however, he refused treatment. The patient expired, possibly due to continuing dissection/rupture, reason unknown. The investigator assessment states that the event is possibly related to the study device; however it is not related to the study procedure.

Event description:
Additional information was received as follows: the investigator re-assessed that the event relationship to the device is probable.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death); patient's condition affected effectiveness of device (patient refused further treatment). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (patient refused further treatment).